Manufacturer narrative:
Additional information received from the initial reporter on 18 april 2016 and includes: the surgeon was to prepare the hole for the insertion of the last screw when the instrument broke off. After removal of tip, the surgeon were able to insert screw. Batch review performed on 09 may 2016: lot 1410919: (B)(4) items manufactured and released on 01 july 2014. No anomalies found related to the problem. To date, this is the second event reported on items of this lot (MDR 2015-00327).

Event description:
The drill tip broke during surgery due to wrong inclination of the instrument. The surgeon removed a little bit of bone and quickly caught the small piece.

Manufacturer narrative:
On 08 july 2016 it was prepared a final report with the information already submitted in the previous reports. On 28 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 12 may 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the tip of the alif driller universal joint is broken. The functionality of the instrument is compromised. The breakage of the tip of the driller may have been caused by the wrong inclination of the instrument and an uncontrolled lateral bending of the driller itself into the drill guide.